Manufacturer narrative:
(B)(4).

Event description:
It was reported that it had been spoken to in the field that the pumps do not behave the same way once the elective replacement indicator (eri) has occurred. Additional information has been requested, but was not available as of the date of this report.